Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 18.2 mmol/l. Customer reported they experienced nausea, chest tightness and dizziness. The user alleged the insulin pump was under delivering as they were going high and they tested insulin did not exit. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.